Manufacturer narrative:
Investigation results: the preoperative x ray showed that the femoral stem appeared to be rotated in varus and sitting proud to where the stem should be seated. It is har to tell because of the proudness and rotation, but it also may be too small. Review of photos os explanted stem, appears to have extensive collagen matrix with little to no bone on growth. This is a sign of a loose stem at initial implantation that allowed for micromotion. No issue with product performance.

Event description:
Patient presented with thigh pain consistently after primary surgery. Was followed and determined by surgeon that the stem was loose upon implantation. Stem was removed, confirmed as loose and replaced with longer stem on (B)(6) 2017.